Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 7.0, lab: 4.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.0, reference: 4.7, mean: 5.85, confidence limits: na. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Pt's condition of anemia during post operation, in addition to taking antibiotics, could have affected inr testing. No product is expecting to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. As reviewed on 11/12/2010, seventeen discrepant result complaints were reported for lot #232888 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case for strip lot #232888. The allowable difference between the inratio inr's and the sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 232888 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.